Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The latch was ordered for replacement to resolve the issue. No report of patient involvement. Legal manufacturer: hcs research park - (B)(4).

Event description:
The hospital reported a broken panel latch. There was no patient involvement.